Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of injury associated with device ("essure caused injuries"), bladder perforation ("bladder perforation") and urethral perforation ("urethra perforation") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced injury associated with device (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant) and urethral perforation (seriousness criterion medically significant). At the time of the report, the injury associated with device, bladder perforation and urethral perforation outcome was unknown. The reporter considered bladder perforation, injury associated with device and urethral perforation to be related to essure. The reporter commented: consumer commented that essure caused injuries, urethra and bladder perforation. She also stated that there were some drastic changes that cannot be explained with words. Amendment: the report was amended on (B)(6) 2018 for the following reason: case (B)(4) was identified as a follow-up from this case on (B)(6) 2018. All information will be entered in this case as follow-up and case (B)(4) will be marked for deletion. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of adverse event ("essure caused injuries"), bladder perforation ("bladder perforation") and urethral perforation ("urethra perforation") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant) and urethral perforation (seriousness criterion medically significant). At the time of the report, the adverse event, bladder perforation and urethral perforation outcome was unknown. The reporter considered adverse event, bladder perforation and urethral perforation to be related to essure. The reporter commented: consumer commented that essure caused injuries, urethra and bladder perforation. She also stated that there were some drastic changes that cannot be explained with words. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.